Event description:
It was reported that during follow-up, the device indicated early battery depletion. It was also reported that during interrogation of the device the patient alert had triggered. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: fersinias adapter. The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.